Event description:
It was reported that the thresholds and impedance on the right ventricular (rv) lead had been increasing over the last few years and were high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.